Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Twenty-six samples were received along with one picture for evaluation. Visual inspection found the samples were decontaminated; six samples without its original packaging and twenty samples with its original packaging. The picture displayed the television (tv) antenna defect; the complaint was confirmed. However, there was no observed antenna or needle defect in the twenty-six samples inspected. According with the procedure, it should be verified that the needle is properly threaded inside of the cannula and that the tip of the cannula is flush or below at least one of the three needle heels. Root cause was determined to be a lack of following the procedure, pm-450 rev.113 section 2.13. An awareness notification was made to production personnel in order to explain the importance of adhering/following the procedure pm-450 rev.113. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the client had high blood glucose levels with multiple catheters and when the needle was triggered, it perforated the catheter. No patient injury was reported.